Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was not holding its charge and fill estimate gauge was inaccurate. Customer declined to provide further information. There was no reported impact to customer's blood glucose.